Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source, foreign - event occurred in (B)(6).

Event description:
It was reported patient underwent procedure for graft placement due to initial dental graft failure. The initial graft was found too soft and did not turn into bone after eight months. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. (B)(4). Reported event could not be confirmed. DHR review found no discrepancies relevant to the reported event. Review of complaint history determined no further action is required. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.